Event description:
Patient reports having two extension tubings leaking at filter today. The first tubing , lot # 3667097, was placed on pump last night, leaked overnight while sleeping and medication leaked on her. She then placed a second tubing on at 6am this morning and it also leaked. Patient does not have package for that tubing. Patient states she will turn pump down 3.4 ml after incidents of leaking to avoid side effects, and unsure how long it had been happening. No further details provided. Diagnosis or reason for use: pph.